Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the pump was implanted in 2011 (no further specific date was provided). Scintigraphy in (B)(6) 2013 showed ¿valve phenomenon at a low rate¿. On (B)(6) 2013 a catheter revision was performed. On (B)(6) 2013 the hcp attempted to remove the catheter, which was ruptured at 4cm; a decision was made to leave the catheter. On (B)(6) 2013 a new intrathecal catheter was implanted. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The model number and lot number of the pump and catheter were unavailable. No further complications were reported.